Event description:
A pt reported experiencing inaccurate high results with a one touch profile meter. The pt's blood glucose results were 89 versus the labs 200 mg/dl. Tests were done within 10 minutes. Second test results were 90 versus the lab's 200 mg/dl. Tests are done within 10 minutes. Pt cleaning meter with alcohol. Pt did not experience any adverse events. No further info has been reported.